Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer often received error message when he tried to generate reports from carelink. The customer's blood glucose reading was 200-300 mg/dl. The customer reported that a sensor was telling him his blood glucose was 44 mg/dl when it was really 88 mg/dl. The customer declined to troubleshoot for high readings.